Event description:
Pt #1 of 2: report received of the pump not maintaining the correct infusion rate. The pt had a diagnosis of pregnancy, back pain, nausea, vomiting and diarrhea. In 2000 the pump was set to run d5lr on the primary line at a rate of 250ml/hour with a volume to be infused of 1000ml. No secondary line was programmed. At a later unspecified time, the nurse was in the room and noticed that the pump rate had changed to 80ml/hr. No alarm had been reported. The nurse had checked the pump an hour earlier and the rate was reportedly correct at that time. The pt was an rn, and it was initially thought that the pt had changed the rate. The nurse changed the rate back to 250ml/hr and the pump delivered appropriately without any further problems. The nurse did nto recall if the pump had been plugged in during the event, however, it is their usual practice to plug the pumps in during use. No pt harm was reported. The pump remained in clinical service and was then used on another pt. Though requested, there was no further info available.